Event description:
It was reported from the clinical engineering unit, that the device had a low rate at 8.8 during preventative maintenance. It was noted that there was no patient involvement.

Manufacturer narrative:
The report that the device had a low rate was confirmed. Physical inspection noted the device to be in good condition. Review of the pump module error log showed no recorded errors or malfunctions. A pump module event log review was not necessary. Rate accuracy testing performed found the device under infusing. The device was then calibrated. Calibration was completed with no errors or malfunctions. The proximate cause of the device exhibiting a low rate is believed to be the condition of being out of calibration. Device history review: review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 07/08/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/18/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the clinical engineering unit, that the device had a low rate at 8.8 during preventative maintenance. There were no adverse effects cause to any patients from the event.